Event description:
The lab supervisor called to report that her techs had forgotten to place the solution a and solution b fluids into their respective containers when they loaded the system up for testing a run. They proceeded to test with only deionized water loaded in both wash containers. The tech proceeded to run and finish testing before the supervisor realized the error. No erroneous results were reported. (B)(4).

Manufacturer narrative:
Patient results were not compromised. Laboratory supervisor alerted the user of their mistake. Results were repeated with the appropriate wash solutions added to the instrument.